Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the probable cause of the reported issue was the displays error message 13-1064-149 due to software fault. However, to address this issue, the tech support explained to customer the problematic issues that produce the error code 13-1064-149. Customer informed device is under warranty and will be sending for repair. Transfer customer to our service notifications team to assist with RMA request. Informed customer if any further concerns and/or issues to give a call back. End call. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device displays error message 13-1064-149 during preventive maintenance. There was no patient involvement.